Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 27-jan-2023. The most recent information was received on 06-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. D35372) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced fatigue ("extremely severe fatigue"), diarrhoea ("diarrhoea"), ear, nose and throat disorder ("ear/nose/throat (ent) problems"), tinnitus ("tinnitus"), disturbance in attention ("difficulty concentrating"), musculoskeletal pain ("joint and muscle pain"), nausea ("nausea"), migraine ("frequent migraines"), balance disorder ("equilibrium disorder"), amnesia ("memory loss"), visual impairment ("vision problems"), asthenia ("lack of strength"), exercise tolerance decreased ("inability to exercise"), reading disorder ("inability to read") and cardiovascular disorder ("circulatory disorder"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to medical device removal, fatigue, diarrhoea, ear, nose and throat disorder, tinnitus, disturbance in attention, musculoskeletal pain, nausea, migraine, balance disorder, amnesia, visual impairment, weight increased, asthenia, exercise tolerance decreased, reading disorder or cardiovascular disorder. The reporter commented: extremely severe fatigue causing periods of work incapacity, inability to perform day-to-day activities. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Lot number: d35372, UDI: (B)(4), production date~2014-12-01~expiration date~2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 27-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. D35372) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced fatigue ("extremely severe fatigue"), diarrhoea ("diarrhoea"), ear, nose and throat disorder ("ear/nose/throat (ent) problems"), tinnitus ("tinnitus"), disturbance in attention ("difficulty concentrating"), musculoskeletal pain ("joint and muscle pain"), nausea ("nausea"), migraine ("frequent migraines"), balance disorder ("equilibrium disorder"), amnesia ("memory loss"), visual impairment ("vision problems"), asthenia ("lack of strength"), exercise tolerance decreased ("inability to exercise"), reading disorder ("inability to read") and cardiovascular disorder ("circulatory disorder"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to medical device removal, fatigue, diarrhoea, ear, nose and throat disorder, tinnitus, disturbance in attention, musculoskeletal pain, nausea, migraine, balance disorder, amnesia, visual impairment, weight increased, asthenia, exercise tolerance decreased, reading disorder or cardiovascular disorder. The reporter commented: extremely severe fatigue causing periods of work incapacity, inability to perform day-to-day activities. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.